Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal team, approximately three years post initial tka, the (B)(6)female patient was diagnosed with failed right total knee arthorplasty and underwent revision surgery. During the revision surgery, patient's surgeon stated, "patient had a previous right total knee arthroplasty. This had failed secondary to catastrophic polyethylene wear. This created large cysts within both the medial and lateral posterior condyles, as well as the medial aspect of the proximal tibia. Surgeon removed the polyethylene, which was noted lo have severe polyethylene wear." Following the revision surgery, patient continues to be limited in patient's activities of daily living. Patient has difficulty with daily activities such as getting dressed, climbing stairs, and bathing. As a direct result, patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss, and other injuries presently undiagnosed, which all require ongoing medical care.

Manufacturer narrative:
Product information has been identified. The following fields have been updated, accordingly: d10. Concomitants: 02-010-03-0330 - logic cr femoral cem, right, sz 3 (B)(6). 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t (B)(6). H6: investigation results - the revision reported was likely the result of wear of the tibial insert, which may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation and no images or radiographs were provided. Additionally, a contributing factor to the wear may have been the result of the insert being packaged in a non-conforming vacuum bag for more than five years.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Additional information fields: a2, b2, g, g2 corrected fields: e1, h6-clinical code and component code.